Event description:
It was reported that the patient presented to their physician with wound dehiscence at the site where the extension was implanted. The physician assessed that the wound was not device related and that it was caused by the skin of the patient. The patient was administered antibiotics and underwent a revision procedure where the extension was re-positioned in order to let free the damaged tissue. The patient was doing well post operatively.